Event description:
Info was rec'd from the another country distributor for the product "expanscience": this case was reported by a health professional and describes the occurrence of respiratory disorder nos, oedema 10 hours after administration of hyalgan 20mg/2ml, solution for injection (hyaluronic acid) in a female pt. A physician reported that a female pt rec'd an injection of hyalgan (batch number unknown) in 2007. The pt then experienced a strong allergic reaction - edema type and respiratory disorders (unspecified). She was therefore admitted to the ER where she rec'd a corrective treatment (corticoids). The past medical history was not provided for this pt. Concurrent medications were not specified. At the time of reporting, the outcome is unknown. Further info has been requested.